Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited episodes of inappropriate shocks due to noise and oversensing. No other information was provided. This lead was explanted thirteen years after implant. No further adverse patient effects were reported.